Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy¿ drug eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the stent got detached from the delivery system upon removing the stent protector. The device was never used inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported.